Manufacturer narrative:
Concomitant medical products: 5076-58 lead implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing noted on current and stored electrograms (egm) for a right atrial (ra) lead. It was also reported there were diminished p wave measurements on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the undersensing occurred during atrial fibrillation (af). It was further noted the lead was reprogrammed.